Event description:
The facility reports high venous pressure in the bloodline. The incident occurred 15 min into treatment. An unsuccessful attempt was made to recirculate and establish blood flow rate. A new line was set up and treatment resumed with no further problems. MDR is being filed for estimated blood loss of 250cc due to inability to return blood to pt.